Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Inspection for imaging core windup could not be performed due to residues prohibiting removal of the rotator and imaging core assembly. Microscopic inspection revealed a catheter twist in the lap joint section. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 130cm to 140cm.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac superficial femoral artery. The opticross 18 peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During insertion, the screen became black, and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed a catheter twist.